Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 125 result for one patient sample. The analyzer generated an initial ca 125 result of 79.8 on march 12. On march 28 a new sample was drawn and generated an initial ca 125 result of 254 and a repeat ca 125 result of 258. The patient was tested at another facility on a roche analyzer on april 18 and a ca 125 result of <35 was obtained. On april 25 the frozen specimen drawn on march 28 was retested and a ca 125 result of 23.3 was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
Accuracy testing was completed using retained kits of architect ca 125 ii reagent lot 31178m500. Acceptance criteria was met, which indicates acceptable product performance. Panel testing shows that the assay performs per specification. Customer complaint data was reviewed and no adverse trends were identified. The architect ca 125 ii reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.